Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 3. Reference MFR report#1627487-2016-05024. Reference MFR report#3006705815-2016-00466. It was reported the patient presented to the ER one day post permanent implant due to stiff neck, headache, fever, and abdominal pain. As a result, a CT scan and spinal tap were ordered to further evaluate the issue. Follow-up identified all test results were normal. However, the patient was placed in ICU due to difficulty breathing. Note: it's unknown if any extensions are implanted.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 3: reference MFR report#1627487-2016-05024. Reference MFR report#3006705815-2016-00466.it was reported the patient was discharged from the hospital. Reportedly, the issue was unrelated to the scs system.